Manufacturer narrative:
The hcg+b reagent lot number was 792314 with an expiration date of 30-sep-2025. Qc was acceptable. The field service engineer found that the sample probe was defective. He exchanged and adjusted the sample probe. He then performed an instrument check and it was performing within specifications. The root cause was due to an issue with the sample probe (component failure).

Event description:
We received an allegation about questionable results for 1 patient¿s sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e801 analytical unit. The sample was initially tested and repeated on cobas pure with a dilution of 1:100 resulting in the following: initial result: 61041 miu/ml. 1st repeat result: 61092 miu/ml. 2nd repeat result: around 71000 miu/ml. 3rd repeat result: 73267 miu/ml (tested on cobas pro with a dilution of 1:100). The customer alleged that the results correspond to different clinical interpretations as according to the customer's referral values, the lower result was interpreted as a high-risk pregnancy while the higher result was interpreted as a good pregnancy. Allegedly, the 1st repeat result of 61092 miu/ml was reported outside the laboratory.